Event description:
It was reported that the device was sent for preventative maintenance. There was no patient involvement. Diligence is complete. Investigation found that the device had erratic speed, and the torque for the thickness control lever was loose. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been captured under (B)(4). Review of the most recent repair record determined the rpms were in specification but erratic and the torque for the thickness control lever was loose. The motor, vespel bearings, and semi-circle bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.